Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 12 december 2023, a 32mm segiun mitral valve ring was chosen for implantation. After implantation, it was found by intraoperative ultrasound that there was still moderate mitral regurgitation. The segiun ring was removed and a mitral valve replacement procedure was performed. The operation was extended by 30 minutes, but there was no patient effects due to the delay. There were no patient consequences reported and the patient remained hemodynamically stable throughout the procedure. The patient is reported to be stable.

Manufacturer narrative:
An event of regurgitation remaining after implant of the rigid saddle ring was reported. The investigation found the device met visual specifications. There was no allegation against the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. However, uncorrected or recurrent regurgitation is a potential possible outcome per the instructions for use.